Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis homechoice (hp) patient. During a call with baxter customer services, the following was reported. On an unreported date, the hp experienced a break in aseptic technique due to animal saliva by touching the dog or cat and then the catheter. On (B)(6) 2012, the hp was diagnosed and hospitalized with peritonitis. The hp was treated with ceftazidime (dose, route and frequency not reported) and vancomycin (dose, route and frequency not reported). On an unreported date, the hp was retrained on proper aseptic technique. The hp was discharged from the hospital on (B)(6) 2012. The hp is recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.